Event description:
It was reported that some time post dialysis catheter placement procedure, the device allegedly had leak. It was further reported that the catheter allegedly teared beneath the clamp of the venous lumen extension line. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 11/2023).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Two electronic photos were provided for review. The investigation is confirmed for the reported fracture and fluid leak, as a fracture was noted on the blue luer extension leg. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post dialysis catheter placement procedure, the device allegedly had leak. It was further reported that the catheter allegedly teared beneath the clamp of the venous lumen extension line. Reportedly, the catheter was removed and replaced. There was no reported patient injury.